Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2020-01095.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2020-01095.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01095, 0001822565 - 2020 - 01098.

Event description:
It was reported that during initial tha, the trilogy cup positioner would not release the trilogy it shell implant, while the surgeon was implanting the shell. The surgeon was also unable to release the implant from the instrument on the back table. As a result, the surgeon had to use another cup positioner and a new implant. No adverse events have been reported due to this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.